Event description:
Procedure: carotid body tumor. According to the rptr: the device closed and cut a vessel. No clip was in the jaws when it was observed. Another clip applier was used to repair the vessel and to continue the case. No further injury or or time delay was reported.

Manufacturer narrative:
.